Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15may2020.

Event description:
The customer reported that the ventilator battery was not charging. The device was not being used for treatment when the reported event occurred and there was no patient involvement. The customer evaluated the device and confirmed the reported problem. The customer replaced the battery and power management board and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing.